Event description:
The caller stated that the cuff on the endotracheal tube would not inflate. Before intubation, the doctor inflated the pilot balloon and found that it held air. The patient was intubated, but the tube was removed after 30 seconds due to the cuff not inflating. The patient was then reintubated with another tube of the same model. There was no lidocaine spray or gel used, and the tube was not warmed prior to use. The tube was not cut.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery leakage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.